Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that loss of capture was observed on the right ventricular (rv) leadless pacemaker (lp). As a result, the patient experienced bradycardia. An x-ray was performed, and the rv lp was revealed to be dislodged. The patient was hospitalized and waiting for an lp retrieval procedure. The patient was in stable condition.

Event description:
Additional information received indicated the right ventricular leadless pacemaker was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events of device dislodgement and failure to capture could not be confirmed. The device was unable to establish telemetry upon receipt. Field response shows device was deactivated during explant procedure. A visual inspection noted the helix stretched out of specification. The helix elongation is consistent with having occurred during procedure. Assessment of total longevity was unable to be performed due to unavailability of supporting data.